Event description:
It was reported that the arctic sun device gave alarm 41. Per additional information updated from ttm on 20may2026, they are getting a low flow alarm (02) on sn (B)(6). They are also getting 113 (reduced water temperature control), 114 (therapy stopped) and 112 (confirm return to cooling phase). The night nurse stated it has been going off all night. They added water but it did not resolve the issue. Flow rate (fr) was 0lpm, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 0 percent. Cv 0. Pump hours 391.7, system hours 744.1. Removed the fluid delivery line (fdl) and inlet pressure (ip) remained at -8psi. Advised to nurse to send device to biomed and use another means of cooling. Biomed had sn (B)(6) in their shop. The nurses say it had no flow. Per review of wo notes, during testing device displayed low flow alarm 41. Inlet pressure (ip) was -12.0 removed the fdl and inlet pressure remained at -12.0. Pressure transducer failure. Per follow up information received via phone on 21may2026, spoke with biomed who confirmed they found the issue was with the pressure transducer. No other issues were present when testing the device. They discussed the event log with technical support and believe all alarms were related to the low flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.